Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40 lot# va0268e, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that current impedance measurements were normal. It was noted that the patient fell at an unknown time. It was noted that the patient is implanted in the right ventral intermediate nucleus of thalamus and the patient experienced a shocking sensation at the left side of the body only when the stimulation was on. It was noted that the stimulation was turned off and there was no shocking sensation.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the event was caused by lead migration. It was noted that in (B)(6) 2013 an imaging modality determined that the electrode was approximately 1 centimeter deep in incline [illegible]. It was noted that there was a lead revision on (B)(6) 2013 and the lead was withdrawn by 1 centimeter. It was noted that the patient did require hospitalization due to the event. It was noted that the patient recovered without sequela.